Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center was unable to confirm the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, one of the following may have caused the event; however, a definitive root cause cannot be identified: a contact failure occurred due to temporary adhesion of dirt or foreign material to electrical contact of video connector or system. There was a defective monitor, system or cable in use at the facility. As supported by the instructions for use: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report a loss of image; there was a limited view available when using the device. The issue was found during reprocessing and there was no report of patient involvement or injury. No additional information was obtained.